Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to this issue, the label was torn and missing part of the serial number. Additionally, the audio bolus button cover was punctured but still responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 11/05/2016.